Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received nine appropriate treatments. The device was started up at 23:13:17 on (B)(6) 2024. At 20:59:30 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with pvcs/nsvt transitioning to vt @ 270 bpm. At 21:00:05, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 290 bpm. Post shock rhythm was sinus rhythm @ 90 bpm with pvcs/nsvt. At 21:01:11, an arrhythmia was detected. ECG shows sinus tachycardia @ 120 bpm with pvcs/nsvt. At 21:02:07, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 90 bpm. At 21:03:47, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 280 bpm. Post shock rhythm was vt @ 280 bpm. At 21:05:20, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf. At 21:05:52, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 21:06:23, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 40 bpm. At 21:07:55, an arrhythmia was detected. ECG shows vf. At 21:09:27, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 21:09:57, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with unconducted p waves and motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 21:11:01, an arrhythmia was detected. ECG shows vf. At 21:11:31, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with unconducted p waves and motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 21:24:13 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect and treat vt/vf rhythm on the date of event. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received nine appropriate treatments. The device was started up at 23:13:17 on (B)(6) 2024. At 20:59:30 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with pvcs/nsvt transitioning to vt @ 270 bpm. At 21:00:05, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 290 bpm. Post shock rhythm was sinus rhythm @ 90 bpm with pvcs/nsvt. At 21:01:11, an arrhythmia was detected. ECG shows sinus tachycardia @ 120 bpm with pvcs/nsvt. At 21:02:07, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 90 bpm. At 21:03:47, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 280 bpm. Post shock rhythm was vt @ 280 bpm. At 21:05:20, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf. At 21:05:52, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 21:06:23, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 40 bpm. At 21:07:55, an arrhythmia was detected. ECG shows vf. At 21:09:27, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 21:09:57, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with unconducted p waves and motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 21:11:01, an arrhythmia was detected. ECG shows vf. At 21:11:31, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with unconducted p waves and motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 21:24:13 on (B)(6) 2024.